Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's wife reported via phone call that the insulin pump replace battery now alarm. The customer¿s blood glucose level was 199 mg/dl at the time of the incident. Customer state that did not receive a low battery alert prior to the replace battery now alarm. The customer stated the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. Customer stated that this was the second occurrence of replace battery now alarm without low battery alert. Customer stated that the insulin pump had pump error alarm. Customer stated that the insulin pump had power detected alarm. Customer declined troubleshooting for the other alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, self test, active current measurement and displacement test. No pump error 23 noted during testing, however pump received error 25 confirmed in pump history files which led to unexpected battery power loss due to connector resistance issue.